Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat vaginal prolapse, mesh erosion, vaginal bleeding and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystoscopy- (B)(6) 2012, colonoscopy performed during mesh implantation. It was reported that the patient experienced pain, erosion, and bleeding. It was reported that patient underwent mesh revision/removal on (B)(6) 2012. It was also reported that the patient had anterior vaginal mesh placement on 2011, and mesh revision on (B)(6) 2012 . It was also reported that the patient had right mandibular adenectomy on (B)(6) 2013. Patient had gyn surgeries- 2011 & 2012, right mandibular adenectomy- (B)(6) 2013, vaginal mesh revision/removal- (B)(6) 2012 and revision of mesh- (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.